Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient was revised; reason not reported. Initial implant date is unknown. No further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2021-00270.